Event description:
It was reported that an ilet user with a dexcom g7 continuous glucose monitor (cgm) experienced a pairing failure to the ilet, while glucose readings continued on the dexcom app; the user was guided to restart the sensor and advised to call back if it did not reconnect. No adverse clinical symptoms were reported. Outcomes included a temporary interruption of automated dosing with continued manual monitoring available and no health impact. User support included remote troubleshooting and education focused on sensor restart and reconnection workflow. Investigation of this case revealed a communication or pairing issue between the cgm and ilet rather than a loss of cgm signal at the transmitter or app level, consistent with previously observed intermittent g7-to-ilet pairing failures. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure consistent with known cgm pairing reliability limitations and resolved with standard troubleshooting.